Event description:
On (B)(6) 2020, this patient underwent treatment of an abdominal aortic aneurysm, a left common iliac artery aneurysm, a right internal iliac aneurysm, using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. On an unknown date, low blood flow in the lower limbs was confirmed by computed tomography and echography revealed a stent-graft stenosis in the left external iliac artery. It was reported by the physician that the patient had a narrow left common iliac artery, and this may have caused or contributed to the stenosis. On (B)(6) 2020, this patient underwent an additional treatment. One 8 mm x 40 cm epic (boston scientific) stent-graft was implanted and post-dilation was performed with an 8 mm x 40 mm pta balloon. The procedure completed without any issues.